Event description:
The patient was revised due to instability on (B)(6) 2022, following the primary surgery on (B)(6) 2019. The surgeon explanted the humeral cup (36/6) and implanted a humeral cup (36/9) and a reversed adapter.